Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer declined troubleshooting to determine a possible cause of the occlusion. Tandem technical support educated the customer in possible causes of occlusions (e.g. Site issue or temperature related issue). Blood glucose level ranged between 67-133 mg/dl.